Event description:
The customer reported that the system displayed kv on error messages and screen was black when they tried to fluoro. The error message would not clear despite several reboot attempts. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage connectors were reseated and the x-ray tube was recalibrated. The system was then found to be operating as intended.